Event description:
During review of programming history it was noted that patient had high impedance. The high impedance was on the date of explant surgery of the generator and appeared to resolve with the new generator. It is unknown if the lead was also replaced that day. It is possible the diagnostics were run after the generator was explanted and the lead no longer attached. If this is the case then high impedance would be expected as the current would not be able to complete the circuit. The generator was returned to the manufacturer for evaluation. Based on the bench analysis and the electrical test results, the generator exhibited current consumption rates that were within specification; thereby, demonstrating normal battery depletion to an end of service condition. A battery life estimation resulted in 0.76 years remaining before the eri flag would be set. However, an incomplete programming history indicates the estimation does not use all the data required to make an accurate estimation. The device performed according to functional specifications. Therefore, the electrical performance of the generator, as measured in the pa lab, will be used to conclude that no abnormal performance or any other type of adverse condition was found with the generator. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution. Attempts for additional information have been unsuccessful.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution.